Manufacturer narrative:
Correction: as a result of the reported issue, the imaging system would not power on when prompted by the user.

Manufacturer narrative:
Correction: a medtronic representative returned to the site to test the equipment. The representative reported that a second power conversion enclosure was replaced on the imaging system and that the firmware was loaded onto the system. It was reported that the representative returned to the site again, at a later date, and replaced the power conversion enclosure along with re-installation of the firmware. The imaging system then passed the system checkout and was found to be fully functional. Additional information: two of the three power conversion enclosures have been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
Device evaluation: the power conversion enclosure was returned to the manufacturer for evaluation and the issue was confirmed. The transistor had a short in it which prevented the system from being shut down when the ac is not present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that troubleshooting found that the power conversion enclosure was permanently remaining in the off position when it should be on. The power conversion enclosure was then replaced to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect power conversion enclosure has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was not recharging when plugged into a wall outlet that was known to be operational. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for evaluation and the issue was confirmed. Transistor was found to be defective. Also, one of the chassis corner was bent and the chassis top cover had a dent.